Manufacturer narrative:
The pod was received with the cannula not deployed. When the pod was opened, the formed needle deployed and fully retracted. Because both sma wires exhibited timeouts, the pcb was removed and the batteries and battery clips were noted for any corrosion. The top battery and its associated battery clip was noted to have corrosion. No other areas had any notable corrosion. Due to the battery corrosion, this cause the sma wires to timeout, creating a drive stall which ultimately prevented the needle from deploying correctly. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn and patient reported a blood glucose level of 148 mg/dl.